Manufacturer narrative:
During a follow-up call on (B)(6) 2017, it was confirmed that after 10.2 units of insulin had been delivered, the customer received an accurate fill estimate. The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin. There was no impact to the customer's blood glucose level. Recommendation was made to load the cartridge with room temperature insulin per labeling instructions.